Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited tip of the nozzle had foreign object. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6) medical added here due to character limitation in respective field.

Manufacturer narrative:
Correction - e1 - establishment name: olympus. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, foreign material was confirmed in the nozzle, however; it was not possible to identify the foreign matter. There was no deformation at the place where the foreign material remained. A definitive root cause could not be determined. The reprocessing information was unavailable, therefore; it was unable to confirm if there were deviations from the reprocessing steps as presented in the instructions for use (IFU). The subject event can be detected and prevented by implementation in accordance with the below IFU. The detection method is described in chapter 3 preparation and inspection of the gif/cf/pcf-290 series operation manual. Preventive measures are described in chapter 5, "reprocessing the endoscope," of the instruction manual ggif/cf/pcf-290 series reprocessing manual. Olympus will continue to monitor field performance for this device.